Event description:
Caller reported blood glucose results of 90 mg/dl on the aviva system, 220 mg/dl on a professional system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement was sent.